Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not pacing. It was noted that the lead had dislodged. The physician elected to reprogram the patient's pacemaker and to leave the lead implanted without revision as the patient did not need pacing. No adverse patient effects were reported.